Event description:
It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) had one year of battery remaining and was exhibiting out of range right atrial (ra) pace lead impedance measurements of greater than 3000 ohms and less than 200 ohms. Technical services (ts) reviewed device data and identified noise on the ra channel and noted that the crt-p power consumption was elevated and recommended device replacement. This device was subsequently explanted, replaced and has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.